Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device system was explanted due to a chronic infection. It is unknown if the device system will be replaced. No further patient complications have been reported as a result of this event.